Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned due to an unknown reason. The patient was doing well postoperatively and the device remains implanted. No further information could be obtained despite good faith efforts.